Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: ischemia/systemic hypertension/elevated enzymes. Device issue: no device malfunction has been reported. It was reported that in 2009, two promus stents were implanted in a v, between the left anterior descending (lad) and the diagonal. A 3.5x15 mm rx promus was implanted in the lad and a 2.5x23 mm rx promus was implanted in the diagonal. At the time of the catheterization, there appeared to be a small aneurysm formation, where the kissing balloon inflations were performed between the diagonal and the lad. Additionally, a 3.0x23 mm promus was implanted in the right coronary artery (rca). On eight days later, the patient presented with atypical chest pain, which was subsequently diagnosed as ischemia after a positive stress test. Additionally, the 3.0x23mm promus implanted in the rca on original date, was noted to have a 20% stenosis. The aneurysm appears to be at least double the size of the lad, itself measuring 6.7 cm. The flow down the lad and diagonal is completely normal. No additional event or patient information is available. You are receiving this MDR report from abbott vascular, because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
The second promus everolimus eluting coronary stent system indicated, is being reported under the same manufacturer report number. The third promus everolimus eluting coronary stent system is being filed under another manufacturer report number.